Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific (B) (4) received info that the pt with these dextrus atrial and right ventricular (rv) leads experienced a painful twitching sensation in the chest. A system check revealed no pacing and no sensing, as well as no p-wave, r-wave or impedance measurements. The pt was sent for a chest x-ray. No serious adverse pt effects were reported. No additional info is available at this time. The outcome of the x-ray was not provided. Also, there was no indication of any intervention beyond the chest x-ray.